Manufacturer narrative:
At this time no conclusions can be made. Based on the information as alleged the date of implant for the bard/davol device is unclear. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the ventralex mesh (device 2) an additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device 1) and an unspecified bard/davol ventralex mesh (device 2) on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel and ventralex. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."